Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy/pregnancy (no complications)") and perforation ("perforation of organs") in a 27-year-old female patient who had essure (batch no. A4790(invalid)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), migraine ("migraines/headaches"), headache ("headaches"), nausea ("nausea,") and depression ("psychological or psychiatric problems: depression"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (to remove essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the ectopic pregnancy with contraceptive device, perforation, pelvic pain, migraine, headache, nausea and depression outcome was unknown. The reporter considered depression, ectopic pregnancy with contraceptive device, headache, migraine, nausea, pelvic pain and perforation to be related to essure. The reporter commented: the event pregnancy (no complications) clubbed with initial event ectopic pregnancy. Most recent follow-up information incorporated above includes: on 10-aug-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") and perforation ("perforation of organs") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (to remove essure implant). Essure was removed in (B)(6) 2015. At the time of the report, the ectopic pregnancy with contraceptive device, perforation and pelvic pain outcome was unknown. The reporter considered ectopic pregnancy with contraceptive device, pelvic pain and perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy/pregnancy (no complications)") and perforation ("perforation of organs") in a 27-year-old female patient who had essure (batch no. A4790) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), migraine ("migraines/headaches"), headache ("headaches"), nausea ("nausea,") and depression ("psychological or psychiatric problems: depression"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (to remove essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the ectopic pregnancy with contraceptive device, perforation, pelvic pain, migraine, headache, nausea and depression outcome was unknown. The reporter considered depression, ectopic pregnancy with contraceptive device, headache, migraine, nausea, pelvic pain and perforation to be related to essure. The reporter commented: the event pregnancy (no complications) clubbed with initial event ectopic pregnancy. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet, new reporter information and patient demographic information, essure start stop date updated, lot number and events migraines/headaches, nausea, pain, psychological or psychiatric problems: depression were added. Event pregnancy (no complications) clubbed with ectopic pregnancy. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of organs / migration of essure device location of device: under the myometrium outside of the tube\failure to occlude (close)fallopian tube(s).'), embedded device ('migration of essure device location of device: under the myometrium outside of the tube,') and pregnancy with contraceptive device ('pregnancy (no complications)') in a 27-year-old female patient who had essure (batch no. A4790(invalid)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included asthma, abdominal pain, umbilical hernia, cervical dysplasia, multigravida and parity 3 (19-dec-2006, 14-sep-2008, 13-aug-2012.). Concurrent conditions included adhesion. Concomitant products included ciprofloxacin since 11-apr-2014, ferrous sulfate, ibuprofen since 2015, metronidazole since 23-jul-2014 and ondansetron since 2014. On (B)(6) 2012, the patient had essure inserted. In january 2013, the patient experienced migraine ("migraines/headaches") and abdominal pain ("abdominal pain"). On (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 1 year 5 months after insertion of essure. In june 2014, the patient experienced nausea ("nausea") and depression ("psychological or psychiatric problems: depression"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and headache ("headaches"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, embedded device, pregnancy with contraceptive device, pelvic pain, migraine and headache outcome was unknown and the nausea, depression and abdominal pain had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, depression, embedded device, fallopian tube perforation, headache, migraine, nausea, pelvic pain and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on 16-apr-2015: ap and lateral. Result: other (please describe) findings: the two devices are seen at about the level of the pelvic inlet. One just to each side of the midline. Impression: two essure devices identified.. Most recent follow-up information incorporated above includes: on 31-may-2019: new pfs +mr received: new events added: migration of essure under myometrium outside of tube, abdominal pain and the event ectopic pregnancy was updated to pregnancy (no complication) with outcome live birth no complications & perforation nos was updated to fallopian tube perforation..lab data, concomitant drugs and medical history, reporters and dob were added. Product, patient & reporter information updated. Incident no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.